Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017 and (b)(60 2017. No irregular bolus requests were made by user. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40-50s mg/dl) and ice cream was consumed to address the bg level. The customer did not know the cause of the low bg. As the customer was not currently experiencing a low bg, tandem technical support advised the customer to discuss the low bg events with a healthcare provider.